Event description:
It was reported that during a vascular stenting procedure in the iliac artery, the vascular stent failed to deploy. When the trigger mechanism was activated in order to deploy the stent, high resistent was felt and the deployment could not be continued after the stent was being released 1 cm. The entire delivery system was removed. Another stent of the same brand was used to complete the procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.